Event description:
A patient was implanted with a matrix cobalt chrome rod on (B)(6) 2012. The rod reportedly broke one month post operative at the cross junction of the s1 screw and the is1 screw.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.